Manufacturer narrative:
H.6. Investigation: one photo of a 31g x 8mm pen needle sample was returned from lot. No. 7052709, cat. No. 320214. Visual examination of the returned photo was carried out and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA#131809 was initiated.

Event description:
It was reported that pn 30x8 europe bd cannula went through the outer cover. This was discovered before use. The following information was provided by the initial reporter: complaint: the customer told: the pen needle sticking out into the side, I noticed that when I opened the box.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 30x8 europe bd cannula went through the outer cover. This was discovered before use. The following information was provided by the initial reporter: complaint: the customer told: the pen needle sticking out into the side, I noticed that when I opened the box.